Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a check vent: machine pressure sensor auto-zero failed error code. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The service engineer (se) reported that the occurrence of a check vent: machine pressure sensor auto-zero failed (diagnostic code: 1109) was confirmed. The se noted that the failure was caused by the solenoid valve and needed to be replaced. The repair is pending.

Manufacturer narrative:
The service engineer (se) evaluated the device and reported that the check vent: machine pressure sensor auto-zero failed (diagnostic code: 1109) was confirmed. The se replaced the solenoid valves for #2 and #4, it was then reported that the issue was resolved. No other abnormality was confirmed.

Manufacturer narrative:
H10: the suspected solenoid valves (2 and 4) were returned to philips for evaluation. The technician documented the following conclusion/root cause, "product investigation lab (pil) tech performed the testing and verified and confirmed that no alarms or fault related diagnostic codes were generated during the standard test bed (stb) operation with suspect solenoids installed into it. Pil could conclude that no problem/fault found related to returned suspect solenoids." H11: d4 - product UDI #.